Event description:
It was reported by the aci clinical specialist that an (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with angiomax. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that immediately after the deployment the patient developed a hematoma at the access site which got up to 12 cm in size. The patient was administered IV antibiotics and a surgical repair of the artery was performed. The patient was reported as hospitalized. The patient was discharged from the hospital on (B)(6) 2012. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.